Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an issue with the lockscreen critical alert. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. No data or product was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.